Event description:
The insulin pump I was using the medtronic 723 was not giving the correct amount of insulin. My blood sugar dropped so low I was unconscious and had to be taken to hospital via ambulance where I was admitted for 7 days. FDA safety report ID # (B)(4).